Event description:
The clinic reported patient had surgery on (B)(6)-2014. Patient was using durezol and she presented on (B)(6)-2014 with high intraocular pressure (iop) and foggy vision. Doctor says patient is steroid responder and the iop and foggy vision was caused by durezol. It was stated that the patient had loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/20 post-op 20/30.bcva left eye pre-op 20/20 and post-op 20/30.the patient complained of film over vision and foggy vision.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.